Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a 92-year-old male patient was taken to the intensive care unit after impella rp flex and impella cp insertion. Hemoglobin and hematocrit dropped and it was unknown where the bleeding was coming from. Fluid and blood products were being administered. The patient was taken to the catheterization lab and was successfully weaned from the bipella. The impella rp flex venous site had vascular bleed in the right femoral vein and a covered stent was placed for hemostasis. The patient's outcome at time of explant was noted as survived.

Manufacturer narrative:
The investigation has been completed. The introducer was not returned for investigation. Clinical information provided was insufficient to investigate the failure. Therefore, the root cause of the vascular damage - peripheral vessel issue was not determined since the product was not returned and there was insufficient clinical information provided.